Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. Visual inspection revealed the ventilator had a damaged power flex connector. Pin# 4 and 5 of the jp4 on the power flex was burnt. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance.

Event description:
It was reported to carefusion that the power port was damaged due to the power cord being connected the wrong way. While in service, it was discovered that there were burnt components as a result. This reportable issue was discovered while in service, therefore there was no patient involvement.